Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics january 2016 complaint report was reviewed for the convenience kit product family and the failure mode, "air bubbles noted." No adverse trend was identified. Visual inspection of the returned pressure monitoring line/disposable transducer assembly noted a void in the bond between the two components. No other visual defects were apparent. When leak tested in water, bubbles were observed escaping from the bond location. The device also failed pressure testing with air. The root cause has been determined to be insufficient bonding adhesive which would be the result of the responsible employees failing to follow proper procedures. All employees involved in the assembly of the reported device lot have been made aware of this event and have been re-trained on the applicable procedures. Process controls in place include visual inspection for proper bonds and leak testing performed on an aql basis. (B)(4).

Event description:
As reported, when convenience kit was being utilized in the cath lab, it was noted that air was being introduced into the system and "back flowing into the transducer line." No patient injury was reported. The used device has been returned to angiodyanamics for evaluation.